Event description:
An optician's office reported they were notified by an attorney that one of their pts developed a corneal abrasion in the left eye while wearing surevue contact lenses. The pt was reportedly treated at the hosp. Info pertaining to the injury was requested multiple times but no clinical info has been received regarding the injury, the treatment or the outcome. The optician's office reported the pt had eye examinations, which did not include a contact lens eval, in 1999 and 2000. The pt requested contact lenses in august 2002. The optician's office ordered surevue lenses and an examination was scheduled. The pt reportedly picked up the lenses and did not return for their exam. The attorney reported "our client's injuries included severe abrasions to the left eye, causing spasms and pain, which left our client unable to sleep."